Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). (B)(6)2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #2). (B)(6)2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) ventrio st (device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2012 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with the implant of ventrio st (device #1). Per operative notes, ¿the hernia sac was dissected. The incarcerated omentum was gradually dissected free. A ventrio st patch (device #1) was then secured with sorbafix tacks.¿ (B)(6)2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of old mesh (device #1) and implant of ventrio st (device #2). Per operative notes, ¿the hernia recurrence of the umbilicus was identified. Omentum was adherent to the mesh, and the mesh was removed (device #1). A ventrio st patch (device #2) was then placed with sutures and capsure tacks.¿ attorney alleged that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of ventrio st, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #1). An additional supplemental emdr was submitted to represent ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. "Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). An additional emdr was submitted to represent the bard/davol ventio st (device #2). " note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2016:the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #2). On (B)(6) 2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) ventrio st (device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."